Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a detached sensor wire during sensor insertion on (B)(6) 2015. Patient reported that during sensor insertion to the abdomen, the sensor wire remained inside the applicator. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A sensor (lot number 520575) was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the housing puck. The reported event of a detached sensor wire was confirmed. A root cause could not be determined. However, it is unknown if the returned device is the complaint device.